Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a low blood glucose as well as insulin pump had a pump error alarm. The blood glucose level was 45 mg/dl. Customer stated that they were unable to rewind the insulin pump. The product will return for the analysis.

Manufacturer narrative:
Device received with constant no motor movement or negligible movement. Retries to free a stuck motor failed during rewind due to corroded motor home switch. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6) 2018.